Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump was alarming continuously with a smiths medical, cadd medication cassette attached. It was reported the end user switched to a backup pump however this pump also alarmed with the cassette. The complaint form indicates there was not injury. Per reporter residual volume was: 44.1 ml, rate 86 ml over 24 hours. No adverse patient effects were reported. No additional information is available at this time.